Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during the load sequence. A cartridge change was performed resolving the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. It was also reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose level was in 150 mg/dl range.